Event description:
It was reported to philips that an image disk failure caused fluoroscopy storage issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ip-pc and imagedisk(s) and performed database recreation to restore the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).